Event description:
Additional information received indicated that approximately 7 years and 11 months following the valve implant an aortic valve-in-valve (viv) replacement procedure occurred. The new, active aortic transcatheter valve was a non-medtronic valve. Hospital admission was required for the viv. The aortic stenosis event resolved with no sequelae the day following this viv.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately on the date of the valve implant, following the transcatheter valve implant, mild paravalvular leak (pvl) was identified. Treatment was not reported. Approximately 7 years and 10 months following the valve implant shortness of breath developed. The patient presented to the emergency department and hospital admission was required. A recent echocardiography identified severe aortic stenosis with possible mismatch. A diagnostic transesophageal echocardiogram (tee) and heart catheterization were performed. Annular calcification under the left coronary cusp (lcc) with extension into the left ventricular outflow tract (lvot) was noted. Mixed aortic stenosis and unspecified aortic regurgitation without hemodynamic valve deterioration were also reported. Acute on chronic heart failure occurred. The b-type natriuretic peptide (bnp) measured 1912. Oxygen and an intravenous diuretic were administered. Consultation was performed for an aortic valve revision. Supplemental oxygen was discontinued. Symptoms improved and transition to an oral diuretic was made. Upon hospital discharge the patient was euvolemic. The physician indicated the acute on chronic heart failure was related to the transcatheter valve. The acute on chronic congestive heart failure resolved without sequelae approximately 7 days following presentation.

Manufacturer narrative:
Updated data: a2, a5a, a5b, b3, b5, b7, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six years and ten months following the implant of this transcatheter bioprosthetic valve, the seven-year transthoracic echocardiogram (tte) showed an increased mean pressure gradient of the aortic valve went from 6.0 millimeters of mercury (mm hg) to 19 mmhg. The patient was noted as being asymptomatic. New york heart association (nyha) functional classification I was assigned, and acetylsalicylic acid was started. A follow-up tte was scheduled for six months later. Ten days after the increased gradient was identified, the patient presented and was admitted to the hospital with shortness of breath (sob). B-type natriuretic peptide (bnp) was elevated at 297 picograms per milliliter (pg/ml) and chest x-rays showed heart failure. Congestive heart failure (chf) was diagnosed. Intravenous therapy (IV) furosemide was administered and bilevel positive airway pressure (bipap) ventilation machine was utilized. The patient improved with furosemide and air. The chf resolved with no sequelae, a day after presenting and was discharged. Per the physician, the chf was not related to the valve.